Manufacturer narrative:
2022-23979-02 balloon burst - viv day 56 engineering evaluation smdr. Corrected h6 (component code, impact code, clinical code, and device code) based on review to a more accurate code. A supplemental MDR is being submitted due to engineering evaluation findings. Additional information was added to sections g6, h2, h6 (type of investigation, investigation findings, investigation conclusions) and h10. The device was not returned. An image evaluation was performed on a 3mensio received and revealed the following observations: calcification present on the sapien xt valve. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were unable to be confirmed due to no imagery or device returned. No manufacturing non-conformance was identified during the evaluation. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on transcatheter heart valve (thv) commander delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, "the patient was presented with a failing valve due to calcification resulting in regurgitation" and "the calcium in the landing zone was severe". The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (retrieval of the burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Since no edwards defect was identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, approximately 8 years and 11 months post transfemoral tavr procedure with a 26mm sapien xt valve in the aortic position, the patient was presented with a failing valve due to calcification resulting in regurgitation, stenosis and paravalvular leak (pvl). The patient underwent a valve-in-valve procedure with a 23mm sapien 3 ultra valve. During the transfemoral valve-in-valve procedure, the commander delivery system balloon ruptured during valve deployment. The team was unable to remove the delivery system through the esheath+ as the device was getting caught at the distal tip of the esheath+. The team attempted to troubleshoot (torquing the delivery system, advancing, and retracting it again), and to remove the delivery system and esheath+ together, but were unsuccessful. The physician performed a cutdown at the groin site to remove the devices. The patient's status post procedure was reported as stable. Per fcs, the patient had symptoms of congestive heart failure and shortness of breath. The balloon was fully inflated when it burst. The calcium in the landing zone was severe. The delivery system was prepped with nominal volume. Upon removal of the devices, it was observed that the balloon material compromised and concentrated at distal end of commander delivery system.

Manufacturer narrative:
This supplemental is one of two reports being submitted for this case. The investigation is in progress. A supplemental report will be submitted when additional information is provided.